Manufacturer narrative:
Section h4: corrected data. Manufacturer's investigation conclusion: the evaluation of the submitted system controller log file confirmed the report of pump stops and low flow events. Based on previous complaint history, these events appear consistent with a potential driveline issue. It was reported that the patient was experiencing low flow alarms while standing from the seated position while connected to the power module. Device interrogation revealed low flow alarms with multiple pump stops. It was noted that there was no trauma to the driveline and no visible damage, but the patient had bariatric surgery since implant and lost 75 to 80 pounds. The submitted log file captured a transient low speed operation event on (B)(6) 2020 at 05:51:07 pm associated with the pump speed decreasing to values as low as 4890 rpm. In addition, several transient low speed hazard and pump stop events were observed on (B)(6) 2020 from 01:03:27 pm through 01:07:28 pm. These events only occurred while the system controller was connected to a power module. Transient low flow hazard events were also observed at times when a low speed hazard was active by design, and elevations in pump power up to 14.2 w were noted during these events. The patient was placed on battery power on (B)(6) 2020 at 02:09 pm, and no further low speed events or pump stops were observed on either battery power or the power module throughout the remainder of the data, which ranged through (B)(6) 2020 05:05:35 am. Of note, it was reported on (B)(6) 2020 that the patient was changed to battery power and re-connected with an ungrounded patient cable. It was later reported that the patient remained asymptomatic throughout the event. Technical services recommended to continue the use of the ungrounded patient cable and battery for support. It was noted that patients who could be supported with an ungrounded patient cable with no further pump stops were being scheduled for driveline repairs at a later date due to the covid situation. If the patient¿s situation changed and had pump stops on battery power or an ungrounded patient cable, technical services could arrive for a driveline repair. The patient¿s transplant listing status was upgraded and he was transferred to the transplant listing center on (B)(6) 2020. The patient had no further alarms, and there were no reports of alarms while inpatient at the transplant listing center. The patient remained in the hospital awaiting heart transplant. No further information has been provided, and no product has been received to this date. The patient remains ongoing on (B)(6) and no further issues have been reported at this time. Heartmate ii lvas IFU addresses how to care for the driveline; however, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. It also outlines indications of driveline damage as well as how to respond to such events. Another section outlines all system controller alarms and the appropriate actions associated with them. Heartmate ii lvas patient handbook discusses damage due to wear and fatigue of the driveline and outlines indications of driveline damage as well as how to respond to such events. It also outlines all system controller alarms as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing this event.

Event description:
It was reported that the patient underwent a heart transplant on (B)(6) 2020. The patient had a short to shield. The transplant was not routine. The device will not be returned for evaluation.

Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of the submitted system controller log file confirmed the report of pump stops and low flow events. Based on previous complaint history, these events appear consistent with a potential driveline issue. The submitted log file captured a transient low speed operation event on (B)(6) 2020 at 05:51:07 pm associated with the pump speed decreasing to values as low as 4890 rpm. In addition, several transient low speed hazard and pump stop events were observed on (B)(6) 2020 from 01:03:27 pm through 01:07:28 pm. These events only occurred while the system controller was connected to a power module. Transient low flow hazard events were also observed at times when a low speed hazard was active by design, and elevations in pump power up to 14.2 w were noted during these events. The patient was placed on battery power on (B)(6) 2020 at 02:09 pm, and no further low speed events or pump stops were observed on either battery power or the power module throughout the remainder of the data, which ranged through (B)(6) 2020 05:05:35 am. Of note, it was reported on (B)(6) 2020 that the patient was changed to battery power and re-connected with an ungrounded patient cable. The device would not be returned. There is no product available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2017. Heartmate ii lvas IFU, section 6 entitled "patient care and management" addresses how to care for the driveline; however, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. Section 6 (under "pump performance monitoring") also outlines indications of driveline damage as well as how to respond to such events. Section 7 entitled "alarms and troubleshooting" outlines all system controller alarms and the appropriate actions associated with them. Heartmate ii lvas patient handbook, section 4 entitled "living with the heartmate ii", contains a section titled "caring for the driveline". Section 6 entitled "caring for the equipment" discusses damage due to wear and fatigue of the driveline and outlines indications of driveline damage as well as how to respond to such events. Section 5 entitled "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient had suspected short to shield and pump stops. The patient had low flow alarms while moving from a seated position to a standing position while connected to the power module. Interrogation revealed low flow alarms with multiple pump stops. The patient was changed to battery power and reconnected to an ungrounded cable. X-rays of the driveline and log files were sent. There was no trauma to the driveline and no visible damage. The patient had bariatric surgery since the pump implant and lost 75 to 80 pounds. A review of the log files noted 13 pump stops and 17 low speed advisories between (B)(6) 2020. Speed drops were as low as 9000 revolutions per minute (rpm). This type of behavior has been linked to potential issues with the percutaneous lead. These issues only appear to be occurring while the pump is connected to the power module. The log file did not display any alarms on (B)(6) 2020 at 1:07 pm to (B)(6) 2020 at 5:05 am while the patient was on batteries and using an unshielded patient cable. This type of behavior has been linked to potential issues with the percutaneous lead. Technical support recommended that the patient continue on an ungrounded cable and battery power. The x-rays provided did not show any obvious area of concern. In response to the site's inquiry about scheduling a driveline repair, and due to the covid-19 situation, technical support is scheduling patients who can be supported with an ungrounded cable at a later time so that no further pump stops occur. If the patient's situation changes and the patient has pump stops while on battery power, a team could be sent to do a driveline repair as soon as possible. The patient was placed on an ungrounded power cable and kept on battery power. The patient remained asymptomatic. The patient's transplant listing status was upgraded and the patient was transferred to (B)(6) medical center (his transplant listing center) on (B)(6) 2020. The patient had no further alarms while at suny stony brook university hospital and the coordinator at (B)(6) had not heard of any further alarms. The patient remained in the hospital awaiting heart transplant.